Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using the bd insulin syringe with the bd ultra-fine" needle 0.3ml 31gx5/16" (8mm) when drawing up insulin, the needle(s) separated from the hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: defect: needle hub separates. Cat. #: 320440, lot#: 6291624, product description: syringe 0.3ml 31ga 8mm tw 10bag 500 ca. Date(s) of packaging: 16dec2016 thru 17dec2016. Machine(s) packaged on: nt, nw, nz, pw. Device history record review a review of the device history record was completed for batch #6291624. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. Syringe assembly there were (2) batches of material # 700003989 (syringe 0.3ml asm 31ga 8mm sm700176 sc) that went into the finished batch 6291624. Batch# : 6342891 date(s) of manufacture: 15dec2016 thru 17dec2016. Machine(s) manufactured on: jz, jw. Batch# 6312612. Date(s) of manufacture: 19nov2016 thru 21nov2016. Machine(s) manufactured on: jx, jz, jw . Needle assembly there were ten (10) batches of material # 8006044 (needle sf asm 31ga 8mm tw orange) that went into the finished batch 6291624. Batch#: 6350575. Date(s) of manufacture: 15dec2016 thru 16dec2016. Machine(s) manufactured on: needle line 10. Batch#: 6341902. Date(s) of manufacture: 10dec2016 thru 12dec2016. Machine(s) manufactured on: needle line 10. Batch#: 6337897. Date(s) of manufacture: 12dec2016 thru 14dec2016. Machine(s) manufactured on: needle line 10. Batch#: 6319598. Date(s) of manufacture: 20nov2016 thru 22nov2016. Machine(s) manufactured on: needle line 10. Batch#: 6319595. Date(s) of manufacture: 19nov2016 thru 27nov2016. Machine(s) manufactured on: needle line 6. Batch#: 6319592. Date(s) of manufacture: 18nov2016 thru 20nov2016. Machine(s) manufactured on: needle line 10. Batch#: 6314967. Date(s) of manufacture: 15nov2016 thru 18nov2016. Machine(s) manufactured on: needle line 10. Batch#: 6298876. Date(s) of manufacture: 27oct2016 thru 29oct2016 . Machine(s) manufactured on: needle line 10. Batch#: 6288714. Date(s) of manufacture: 24oct2016 thru 25oct2016. Machine(s) manufactured on: needle line 10. Batch#: 6288713. Date(s) of manufacture: 22oct2016 thru 24oct2016 . Machine(s) manufactured on: needle line 10. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode.